Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold, opening linear on radius, yellow biological tissue and underweight. A visual and microscopic analysis was performed which identified crease sharp on radius and wear abrasion. Base on the device analysis the final assessment is: an opening crease smooth on posterior assessed as fold flaw opening. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported right side rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. The device has been explanted.